Event description:
Spontaneous. Daire, calling from (B)(6) hospital, for dosing information, dosing information provided from dose guide. Daire confirmed patient is at goal dose of 35 ng/kg/min, pump rate of 67 ml/24 hours, patient at hospital due to central line issue, hospitalization admission date and current length of stay are unknown, no further information. Reported to (B)(6) by health professional.